Event description:
The states that the central processing unit (cpu) tray cover is missing pem nut and does not secure to universal stand. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested a service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. Product support provided customer part ID for the cpu tray cover. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created.